Event description:
The charge tech who was in the case for the duration went to disconnect the enflow cartridge which had been under the drapes throughout the case ¿ and noticed that the cartridge and warmer were cold.  He said that throughout the case the display on the control unit was 40 degrees and did not alarm.  They had noticed that the patient was slightly cold but because the temp on the control unit said 40 degrees did not think that it was due to the fluid.  The cartridge was thrown away at the end of the case.  The biomeds checked the unit with the encheck and it has passed the test.  The customer have concluded that there must have been something wrong with the cartridge itself.  The CT said that the cartridge was in properly and the doors on the warmer were shut. No patient impact. Updated information from subsequent customer communication indicates that the complaint should now be against the warmer (lot 90814703) instead of the cartridge.

Manufacturer narrative:
(B)(4). The complaint device was returned by the customer and evaluated by carefusion. The warmer unit failed our functional evaluation testing. We identified a defective on/off door magnet. The probable cause for this defect is exposure to strong magnetic fields from other equipment at the customer¿s facility. Manufacturing records for this lot number were reviewed and no issues were identified that could have contributed to this observation. We performed a complaint search into our database for complaints related to the complaint issue. Elevated complaint activity related to your observation was not identified. This reported issue will continue to be trended and evaluated by carefusion.

Manufacturer narrative:
(B)(4). The customer indicated that the device is available for return to carefusion. Shipment has been requested. If received, an evaluation of the device will be performed by carefusion. A follow-up MDR form will sent with the evaluation results upon completion.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. (B)(4).